Event description:
The clinician reports the implant was inserted on (B)(6) 2021 in the patient's mouth. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling and increased sensitivity. No further patient complications were reported.